Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Provider states the pilot valve was not switching due to high ohms and no alarm at start up.